Manufacturer narrative:
(B)(4).

Event description:
Cuts on the suture sleeve were observed during explant. The physician suspects the damage could have occurred during a prevision revision, but he cannot confirm. He is requesting analysis of the lead.

Manufacturer narrative:
The reported event of the suture sleeve being cut and damaged on the lead due to the suture tied directly to the lead body was confirmed. Visual examination of the lead found the suture sleeve was cut, separated and the coil was offset at the proximal region, consistent with damage incurred during the implant/explant procedure. Electrical tests was performed with no issue noted.